Manufacturer narrative:
Initial 1 of 3. Customer entity: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported three adhesive issues that the distributor states infusion set fell off during use on (B)(6) 2026 in used for less than 3 hours, however no harm reported.